Event description:
Device 2 of 2. Reference MFR report #: 1627487-2013-19538. It was reported the pt experiences pain above her leads at all times. The pain gets worse when the stimulation is on, so the pt has not been using the stimulation. X-rays revealed no anomalies. The pt was prescribed pain patches. The pt will see the physician in 7-10 days.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.